Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode was alleged. Based on the information provided, it was reported the patient "underwent an additional surgery to repair the ventral hernia with mesh." It is unclear at this time if the hernia repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair the ventral incisional hernia with mesh. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode was alleged. Based on the information provided, it was reported the patient "underwent an additional surgery to repair the ventral hernia with mesh." It is unclear at this time if the hernia repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the available information, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 3 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence thereby underwent additional surgery. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to repair the ventral incisional hernia with mesh. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿umbilical hernia sac was reduced. A ventralex mesh (device #1) was placed and secured the edges of the fascia to mesh with sutures.¿ on (B)(6) 2014 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #2). Per operative notes, ¿identified the hernia defect just lateral to the previously placed mesh and dissected all of the abdominal contents off the previously placed mesh (device #1). A large piece of composix kugel mesh (device #2) was placed in the fascial defect using tacker and sutured.¿ attorney alleges that the patient had nerve damage, hernia recurrence and emotional injuries.